Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned and the reported failure was confirmed. The most probable cause of the complaint is cause not established which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic transbronchial mediastinal biopsy under endobronchial ultrasound (ebus) guidance procedure, after puncturing lymph nodes with a single use aspiration needle (node group 7 punctured twice), difficulty was observed in puncturing the next node group 10l (palpable resistance was felt when attempting to puncture the lymph node capsule). Lymph node group 10l was punctured twice; resistance felt each time the needle was inserted. During needle inspection after the procedure, a broken tip of the ebus needle was noted (a broken fragment <1 mm in length). A decision was made to perform video bronchoscopy, where a fragment of the needle tip was visualized in the wall of the left main bronchus near the main carina. An ebus examination was then performed again while patient was in a local anesthesia with 2% lidocaine and additional intravenous anesthesia with 50 g of fentanyl and 3 mg of midanium. Several unsuccessful attempts were made to remove the foreign body with forceps. The patient had prolonged hospitalization, as the need to perform highly specialized, invasive, time-consuming repeat bronchoscopic examinations were necessary (videobronchoscopy + forceps biopsy, videobronchoscopy + cryobiopsy, ebus, cryo-ebus), the need to perform additional specialized tests at the patient's expense - chest CT and others. Additional information was obtained from the customer on (B)(6) 2026, stating that the patient, who was in good general health, was discharged on (B)(6) 2026. During video-bronchoscopy, just below the main carina on the medial wall of the left main bronchus, a small indentation in the mucosa was visible, with no obvious foreign body present where biopsies were taken from this area. The scope was removed and an ebus scope was inserted. The video-bronchoscope was reinserted. A cryobiopsy of the bronchial mucosa was performed in the area identified by ebus. Ebus revealed a shadow, likely a foreign body, on the medial side of the proximal segment of the left main bronchus, just below the main carina. Under ebus guidance, a biopsy needle was inserted into the area of the suspected foreign body. Subsequently, a cryoprobe was inserted into this area and a cryobiopsy was performed. The follow-up ebus image did not clearly show the shadow previously observed. There were no reports of patient harm.